Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) to report no connection to the unit. The customer was advised that when using the camera head with its main body hanging down, the main body should be rotated to align the two notches. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the troubleshooting, the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had no connection to the unit. There was no patient involvement.